Event description:
It was reported that the procedure was to treat a subtotal occluded lesion in the left anterior descending (lad) artery with mild tortuosity and heavy calcification. Rotablation was performed and an un-specified stent was implanted. The 3.0 x 12 mm tenku balloon catheter was then advanced; however, during the first inflation of 6 atmospheres (atm), the balloon ruptured. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.